Event description:
In a retail pharmacy, a patient brought back a box of test strips they had refilled. They were supposed to get bayer contour next strips and they had been dispensed bayer contour strips. The patient knew they were wrong and never even opened the box. The correct strips were dispensed and the patient had no additional concerns. To prevent this error from happening in the future, be careful when selecting test strips. The two strips have bee separated on the shelf. Medication administered to or used by the patient (B)(4).